Manufacturer narrative:
Device was lost in transit and was not received for evaluation.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event a doctor reported that a midwest e 1:5 attachment overheated and burned a patient's lip. The doctor applied orajel and vaseline on the burn in the office. No additional treatment was needed.